Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the monosyn. Upon opening the packet, it was noted that the needle had come off the suture. Additional information was not provided.

Manufacturer narrative:
Manufacturing evaluation: analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread. The thread is not wound on the pack. However, without any closed sample we cannot carry out an analysis in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.